Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6), 2012. According to the complainant, the physician applied suction to the varice, and attempted to deploy a band. The first band could not be deployed so the physician tried to turn the handle again, but the band still failed to deploy. The physician decided quickly remove the scope, because after the suction of the varice, there seemed to be some bleeding. A second speedband device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal band ligation procedure performed on (B)(6) 2012. According to the complainant, the physician applied suction to the varice, and attempted to deploy a band. The first band could not be deployed so the physician tried to turn the handle again, but the band still failed to deploy. The physician decided quickly remove the scope, because after the suction of the varice, there seemed to be some bleeding. A second speedband device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the spool, strap, tripwire, suture, and injection line were all returned. There were six blue bands and one white band on the ligator. The teeth of the ligator are damaged. The suture is attached to the tripwire however; has detached from the ligator. There are seven knots in the suture as intended. There is a slight indentation in the groove of the spool, which is an indication that an attempt was made to cinch the tripwire. A functional evaluation was performed and revealed that the spool ''clicks'' with every 180 degrees of rotation as intended. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the suture had broken away from the ligator head and the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.